Event description:
In 2009, the patient reported that this evening, she had an air bubble in the insulin cartridge of her infusion device which she successfully primed out. She stated she uses room temperature insulin to fill her cartridges. She said when she has 75-80 units of insulin remaining in her cartridge, she sees large air bubbles. The patient stated she found the air bubble just after she finished exercising and her blood glucose was 245 mg/dl. Her normal range is 80-200 mg/dl. She has no symptoms and will treat her reading by bolusing 1.5 units of insulin. On follow up with the patient in the next day, she stated her blood glucose is back to normal. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.